Manufacturer narrative:
Serial number of the myosure control unit, hysteroscope and aquilex fluid management system not provided by the complainant. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU): for continuous flow hysteroscopy, if fluid distention medium is used, strict fluid intake and output surveillance should be maintained. Intrauterine instillation exceeding 1 liter should be followed with care due to the possibility of fluid overload. According to the instructions for us (IFU) for the aquilex fluid control system: fluid deficit: the fluid left in the pt must be monitored. The deficit is the total amount of fluid left in the pt or unaccounted for otherwise. Take notice of the measurement tolerance of the system. Estimating the fluid volume remaining in the pt is the physician's responsibility. (B)(4).

Event description:
During a myosure procedure (exact date unk) for uterine tissue removal using two disposable devices, the "anesthesiologist noticed the pt's vital signs started to waver and also [that] her neck and face were starting to swell." At this point, the fluid deficit was "6500 ml." The anesthesiologist stopped the procedure. The pt's oxygen levels were good. The physician administered lasix (dose unk) and the pt was discharged home. On (B)(6) 2013, it was reported that the pt went to the emergency room over the weekend because of "not feeling good and gaining 10 pounds of fluid." The pt was not admitted. It is unknown if intervention was required. On (B)(6) 2013, it was reported that the pt was found to have "compartment syndrome." It is unknown if the pt had a perforation. Currently, the pt is doing "ok." We have been unable to obtain additional information surrounding this event.